Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.37mm. The grips were not found to be cracked. The complaint regarding the broken tip was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the tip of the fenestrated bipolar forceps instrument was damaged. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.